Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be high sediment in urine cause by medication/diet. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon]. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]".

Event description:
It was reported that calcification had formed around the catheter after 2-3 weeks of use.